Event description:
It was reported that an alert for low pacing lead impedance was observed. Subsequently, noise was observed via remote monitoring. Lead degeneration due to suspected subclavian crush was revealed on x-ray. Lead was capped without complication. Patient was fine post procedure.